Event description:
On 12/26/2023, it was reported by a sales representative via email that an ar-2324kbcsp knotless biocomposite swivelock sp anchor broke upon insertion. This was discovered during a procedure on (B)(6) 2023. The case was completed using a regular swivelock. Additional information received on 12/28/2023: this was discovered during an rcr procedure, and it was completed by removing all the broken fragments and using an ar-2324bcc biocomposite swivelock. The case was not delayed, and not additional anesthesia was needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.